Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet bionic pancreas, and troubleshooting and education were completed. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included temporary interruption of normal activities due to the event. Investigation included a review of device logs, user-reported history, and troubleshooting steps with education. Investigation of this case revealed no device malfunction could be confirmed. It was concluded that the cause of the hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.